Event description:
During troubleshooting for an unrelated alarm during fill one on a homechoice (hc) machine, the home patient (hp) reported that the connection between the patient line and the catheter was loose and was leaking. The hp had already stopped the hc and closed the clamps. The technical service representative (tsr) assisted the hp in disconnecting, cleaning the transfer set, and capping off with a minicap. The tsr assisted the hp in ending therapy and advised the hp to start over with new supplies. During follow up with the hp, the hp stated that the leak occurred because the patient line wasn't properly connected because it was deformed. There was no issue with the transfer set and it remained in use. The hp was able to perform therapy after this event with no difficulties. No patient injury or medical intervention was indicated in association with this report. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.